Event description:
The following was reported by the customer: "we currently use the disposable spo2 probes on our avea ventilators with clio2. Recently, when removing the prove, there was some bleeding that occurred. They are very sticky." The customer also requested "alternative options" to use.

Manufacturer narrative:
The sensor being used at the time of the reported event was discarded. The device history records (dhrs) for the sensor used were reviewed with specific attention on the raw materials, the subassembly process, the manufacturing process and product testing. This device met all criteria for final product release. Nothing was identified in the DHR to indicate there was a manufacturing related cause for this event. According to the user facility "the patient healed without any medical intervention". Per the directions for use, "for fragile skin, the stickiness of the medical grade adhesive can be diminished or eliminated by daubing the adhesive areas with a cotton ball or with gauze." Masimo clinical specialists have worked with the customer to provide additional education regarding sensor use. In additional, the customer has been provided additional information regarding low-adhesive and no-adhesive sensors as requested.